Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the light guide cover glue peeling likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Upon inspection and testing, it was observed that the light guide cover glue was peeling. Additionally was noted that the electrical connector locking pins were leaking. The user¿s complaint was confirmed. There was a crack on the distal end rubber cover glue and the light guide tube had a buckle. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was sent in for repair for bubbling found in s-connector located near the air/water supply connector during the leak test in reprocessing of the device. There is no patient involvement and no harm reported to any patient. During repair inspection, it was observed that the light guide cover glue was peeling. This medwatch is being submitted for the issue of the light guide cover glue peeling.